Event description:
It was reported that the patient experienced pump inflation and deflation issues due to inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: malfunction was reported. The ams700 momentary squeeze pump was visually inspected. No leak was found. The pump was contaminated and had a misaligned spring no functional testing could be performed. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced pump inflation and deflation issues due to inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.